Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid and tissue around the helix, which caused the helix mechanism test to fail after 15 turns. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. This supplemental correction report was created to capture the additional information received which indicates that the left bundle lead implantation attempt was unsuccessful due to tissue being caught in the helix, preventing extraction. This observation no longer meets the definition of malfunction as it was confirmed that issues that are identified during the implant procedure but are resolved prior to pocket closure are not reportable malfunctions. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, this brady lead was attempted due to difficulty with extension and retraction after multiple repositioning efforts. Tissue became lodged in the helix after three repositioning attempts, and the helix stopped functioning properly, making further repositioning impossible. This occurred during a conduction system pacing (csp) case. A new lead was provided to the physician.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the left bundle lead implantation attempt was unsuccessful due to tissue being caught in the helix, preventing extraction. This observation no longer meets the definition of malfunction as it was confirmed that issues that are identified during the implant procedure but are resolved prior to pocket closure are not reportable malfunctions. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, this brady lead was attempted due to difficulty with extension and retraction after multiple repositioning efforts. Tissue became lodged in the helix after three repositioning attempts, and the helix stopped functioning properly, making further repositioning impossible. This occurred during a conduction system pacing (csp) case. A new lead was provided to the physician.